Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The hypotube, shaft, balloon, and tip were microscopically examined. There was blood in the inflation lumen and in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. There was a 17mm longitudinal balloon tear from the proximal to distal ends of the balloon. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered.   The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.  However, returned device analysis revealed longitudinal balloon tear.